Event description:
Adverse event(s): "none reported" (no consequences or impact to patient). Product problem(s): packaging contains different handpiece than indicated on label (packaging issue [injection system]). A user facility reported upon opening the box, it was noticed the wrong product was inside the packaging. There was no patient involvement. There are two medical device reports associated with this event. This is the first of two reports.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).